Event description:
The medwatch form stated that during a laparoscopic duodenal switch, the surgeon was unable to release tissue after sealing. A second device was opened and used to complete the procedure without incident. The site has not provided any additional information on the incident.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.